Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the exhalation subsystem portion of the power on self test (post) with a pneumatics interface exhalation analog-digital converter (adc) out of range message. The device was available for evaluation. Service personnel (sp) inspected the unit and found it failing the self-test with expiratory autozero failure. Sp replaced the exhalation valve assembly (eva). The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One eva was returned to medtronic for analysis: a visual inspection of the returned part was conducted, and no anomalies were observed. The eva was attached to the failure investigation test ventilator for analysis. When the test vent was powered up, calibration failed with an error message "pressure sensor cross check failed." Pressure sensor (ps1) was found to be defective on the exhalation sensor printed circuit board assembly (pcba). The cause of the event was isolated to a faulty ps1 on the exhalation sensor pcba in the exhalation valve assembly. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator did not pass the exhalation subsystem portion of the power on self test (post) with a pneumatics interface exhalation analog-digital converter (adc) out of range message. The ventilator was not in use on a patient at the time of the reported event.